Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving inappropriate atp and hv therapies due to atrial fibrillation with rapid ventricular response. Programming changes were made and no further issues were reported.